Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus process, as well as frequent no delivery alarms. The blood glucose reading was 253 mg/dl. No significant events leading to the alarm were observed. The customer stated that he sometimes got the motor error alarms randomly. He did not know why he had high blood glucose because he gave a correction and changed his infusion set, but the blood glucose was not coming down. Customer stated that he felt okay, declining troubleshoot for no delivery and high blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.